Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose of 299 mg/dl. Reportedly, the pump did not allow the customer to proceed with the load fill tubing step. During troubleshooting with tandem technical support, the pump was reset and a new cartridge was loaded to address the issue and insulin delivery was resumed.